Event description:
Device was returned for service by the facility's biomedical engineer with a report that it was recording the amount delivered, but the volume remaining in the syringe did not change. The facility's biomedical engineer reported that this situation was described to him on a note he received with the device and the source of this note was not identified. The facility had no record of any patient injury involving this device. The biomedical engineer was unable to provide any additional contacts within the facility that may have more details regarding this report. Details regarding the drug being infused, patient information, and whether or not the device was in use on a patient when the situation occurred where not available from the facility.